Manufacturer narrative:
The failure investigation has been completed and the alleged battery jumping issue was verified while based on the analysis, the alleged battery - hot to touch issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the reported event. Additionally, it was reported that the battery gauge was fluctuating. The customer's blood glucose was in 115-150 mg/dl range. The customer continued to use the pump for insulin therapy.